Manufacturer narrative:
Age at time of event 18 years or older. (B)(4), device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon catheter became stuck to a guide wire. An unspecified target lesion was being treated. A non bsc wire engaged in the target lesion then a nc quantum apex balloon catheter became stuck to another manufacturer's guide wire during removal. The guide wire and quantum apex balloon catheter were removed as one unit. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.